Event description:
This unsolicited device case from (B)(6) was received on 26-oct-2015 from a physician (orthopedist). This case concerns a (B)(6) year old male patient who received treatment with synvisc and later developed arthritis and cloudiness was observed in aspirated joint fluid. No past drug was provided. The patient's medical history included gonarthrosis. The concurrent condition included diabetes mellitus. The concomitant medications included rebamipide (mucosta) and loxoprofen sodium (loxonin). On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection (2 ml) (dose, frequency, batch/lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2015, (127 days after initiating treatment with synvisc), the patient developed arthritis. The same day at night, swelling was noted and the patient was examined at hospital and treatment with synvisc was discontinued. On (B)(6) 2015, the patient was admitted to the reporting hospital and joint fluid was aspirated by arthrocentesis (associated symptom), and cloudiness was observed in the aspirated joint fluid. It was reported that subsequent to admission, the patient was at rest and the course was observed. Also reported that the patient's culture test was negative. On (B)(6) 2015, arthritis was gradually resolving. On the same day, the patient was discharged. Corrective treatment: permanently discontinued outcome: recovering for arthritis and unknown for cloudiness was observed in aspirated joint fluid. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Arthritis (arthritis) reporting orthopedist's seriousness assessment: serious (inpatient/ prolonged hospitalization) reporting orthopedist's causality assessment: highly probable seriousness criteria: hospitalization/prolongation for arthritis additional information was received on 27-oct-2015. Ptc number and ptc results were added. Text was amended accordingly.